Event description:
Reporter indicated a vns has been implanted for 8 years and is now being monitored for episodes of bradycardia. The physician does not think the vns is causing the bradycardia however they are monitoring pt as he is not sure. It was also reported the pt has seizures that causes episodes of bradycardia. The pt's vns settings were increased, but later the vns was disabled. Good faith attempts to obtain add'l info have been unsuccessful to date.